Event description:
It was reported that early sensor expiration occurred. It was indicated the patient started their sensor past the 'use by' date, which is misuse of the device. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).